Event description:
It was reported that the patient presented in clinic for follow up with loss of capture exhibited by the right ventricular (rv) lead. A chest x-ray confirmed rv lead had dislodged. The lead was explanted and replaced. The patient was stable.